Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic assembly and a motor home switch.

Event description:
The customer reported that he went to swim with the insulin pump on and the device had a blank display. No further info was provided.